Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that when she places the reservoir inside the pump, it is loose and keeps coming out. Customer reported that the reservoir will not lock inside the pump. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the damage were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, missing end cap sticker, cracked case reservoir tube window corner, broken belt clip slot, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.